Event description:
Device 4 of 4. Reference MFR. Report#: 1627487-2018-12919, 1627487-2018-12920, 1627487-2018-12921. It was reported that the patient was not receiving adequate therapy. As a result, the patient's pns system was explanted. This report is in reference to devices being used for off-label use.

Event description:
Device 4 of 4 MFR. Reference report#: 1627487-2018-12919, 1627487-2018-12920, 1627487-2018-12921.